Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device could not be fired properly at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Orange indicator did_not show up. The analysis results found that one device was received in good visual condition. The device was received with the jaws closed and with one pear shaped inside the jaws. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 14th firing sequence thus, it did not show up completely. No incident related to the reported event was observed during the batch record review.